Event description:
It was reported that a revision surgery was performed on (B)(6) 2014 to remove one plate and four screws in left zygomatic frontal suture. The removal was performed due to the patient experiencing some pain in that area. The bone was healed and there was no infection, or product problem. The patient confirmed that the plate was not broken. The outcome of surgery was good with not report of a surgical delay. This report is 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.